Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error. Review of the device data by boston scientific technical services confirmed the presence of the bd error and confirmed the power consumption is increasing in a gradual fashion consistent with capacitor degradation due to hydrogen gas content in the sealed pg air space. Device replacement was recommended. At this time, the s-ICD remains in service and there have been no adverse patient effects reported.